Event description:
Customer reported loose strip pads in the strip provider module (spm).

Manufacturer narrative:
Customer reported strip provider module (spm) issues. There were no reports of injury to pt or change in pt management as a result. Fse cleaned out the module and verified alignments with no issues. System was operational. A new set of strips was provided to the customer. The reason for loose pads is under investigation.